Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced blood glucose level ranging between 500-700 mg/dl and large ketones resulting in an emergency room (ER) visit. While in the ER, customer received fluids and insulin as treatment. Customer was released from the ER 4 hours later with bg of 396 mg/dl. A system check was performed with tandem technical support and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.